Manufacturer narrative:
Getinge service territory manager (stm) reported that upon examination of the unit, the power cord was found wrapped around the helium tank. This prevented the cord from fully extending. The stm aligned the power cord onto the reel correctly and noted that there were no issues with the cord extending or retracting after alignment. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Due to character restrictions in block e1 : (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a service visit by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) units power cord was not extending. There was no patient involvement.